Event description:
Inserted 2003. In 2003 when flushing it was noticed that the blue leg was leaking. Bung changed, continued leaking. On close inspection a hair line split in blue leg at blue site of hub was noticed.